Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material from the air/water cylinder and air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (user facility should be unmarked), h6.2 (2199 - no health consequences or impact code should be removed). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material that remained in the air/water channel and cylinder was not confirmed. The foreign material may not be removed because reprocessing could not be done properly due to leakage from switch 3. However, olympus could not identify a definitive root cause of the event. The event can be detected and prevented in accordance with the following instruction for use (IFU). IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.